Manufacturer narrative:
(B)(4)labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off-label usage of the device. The patient stated he developed a skin reaction with scarring under the entire patch area. On (B)(6) 2023, the patient consulted with a doctor regarding the scar. The doctor advised the patient that it would be a ¿permanent scar¿. No medication was provided to the patient. At the time of contact, it was indicated that the patient was stable. No additional event or patient information is available.